Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out and her husband brought her to the emergency room. It was reported that the cgm was displaying 130 mg/dl and the patient's bg was 33 mg/dl. The values were taken at the hospital by the patient's doctor. When the patient regained consciousness, they were provided juice and a sandwich and their blood glucose readings improved and the patient went home the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.